Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun also produced a rotational sensor malfunction. Contamination was observed on the commutator cap. The contamination can be confirmed as the cause of the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula deployed and retracted back inside the pod.